Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that one year ago this device displayed a remaining longevity of two years; however, one year later, device interrogation was unsuccessful. The patient had entered heart block and had a rate of 45 bpm. The device was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The titanium case was opened and microscopic visual inspection revealed a small anomaly inside the housing of the feedthru. Laboratory testing identified that a high-ohmic micro-short occurred which resulted in an additional polarization of the cell and ultimately a lower cell voltage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.